Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal dilaudid during a pre-implant trial. The patient had the intrathecal catheter placed on (B)(6) 2015 for the trial. Per the patient, the procedure itself was fairly painless. The trial was started with 0.1ml per hour and the patient had opted for dilaudid because that was a medication that she could tolerate. Within an hour of the placement, the patient started to get a headache. The patient found that lying flat on her back made the headache go away within five minutes. By later that evening, the headache became so severe that even lying flat did not help. On (B)(6) 2015 the patient went back to the doctor and the doctor increased the dose to 0.2ml per hour and the patient was given a prescription for migraine medication. The prescription did not help but despite the headache, the patient did get some relief from the medication in the pump. The patient stated "at this point I couldn't even lift my head" and she could not keep down any food or liquid. On the afternoon of (B)(6) 2015 the patient returned for the three day follow-up and had the catheter removed. By (B)(6) 2015 the headache had not lessened any and the patient was still feeling very nauseous and throwing up. The patient stated that "leaking spinal fluid was the cause of all the crap." The patient returned to the doctor office where they performed a blood patch. On (B)(6) 2015 the patient felt a tiny bit better. On (B)(6) 2015 the headache began to go away. The patient stated that she could at least move around a little and keep food down. If the patient was not better by the following morning she was to return for a second blood patch. The patient was unsure whether or not to go through with the permanent pump implant and stated that her doctor assumed that this would not happen with the permanent implant. The patient stated that there were times during the trial when "I really felt like I was just dying." The patient had given birth naturally, had numerous female surgeries, broken bones, shoulder surgeries, daily lupus/fibromyalgia pain, but "nothing compared to the headache pain from the trial." The patient also noted that as far as in her back where they put the catheter and blood patch, there was never anything more than the slightest discomfort. As of (B)(6) 2015 the patient was still not quite all the way better. A follow-up report will be sent if additional information becomes available.